Manufacturer narrative:
Medical device expiration date: unknown; device manufacture date: unknown; a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured.

Event description:
It was reported that a malfunction with the safety shield on unspecified bd butterfly needle resulted in a needle stick. Report of dirty needle stick. Unknown use of medical intervention.

Manufacturer narrative:
Investigation summary: as bd had not received any sample, photo, catalog number, or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that a malfunction with the safety shield on unspecified bd butterfly needle resulted in a needle stick. Report of dirty needle stick. Unknown use of medical intervention.

Event description:
It was reported that a malfunction with the safety shield on unspecified bd butterfly needle resulted in a needle stick. Report of dirty needle stick. Unknown use of medical intervention.

Manufacturer narrative:
Device single use?: no. Device returned to manufacturer: no.